Manufacturer narrative:
Concomitant medical products: product ID: 5054-58 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low unipolar lead impedance warning. The ra lead remains in use. No patient complications have been reported as a result of this event.